Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2023 and upon inflation was experiencing pain. The pain then subsides when the device is deflated. The pump is also quite hard. There were no additional patient complications.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2023 and upon inflation was experiencing pain. The pain then subsides when the device is deflated. The pump is also quite hard. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.